Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant, difficulty was exhibited when inserting the left ventricular lead into this device's respective header port. The physician reported that insertion was attempted two times, in order to ensure a proper connection. The procedure was completed with success and to date, no additional complications or adverse patient effects, have been reported.